Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon at a dose of 200 mcg/day via an implantable pump for cerebral palsy. It was reported on (B)(6) 2020 that the patient¿s mother complained of abnormality in the pump position on (B)(6) 2020. X-ray images were taken and revealed that the pump was below the pelvis in the abdominal cavity. It was indicated that refilling of the pump could not be performed so a procedure was planned for (B)(6) 2020. It was indicated that the causality of the event was related to the surgical procedure. Additional information received via follow-up indicated that the initial pump implantation site was not under the pelvis but the pump moved in this event. It was noted that the thread was fixed at three places and tightly tied to the anchor. It seemed that the tissue was torn off and dropped into the pelvis. It was also stated that a hole of about 26mm was opened at the position where the pump was implanted, and it was told that the pump might drop into the space of the pelvis from there. It was confirmed that because the pump dropped into the pelvis, it was in a position where the needle could not reach for a refill. On (B)(6) 2020 a surgeon did a procedure and the pump in the pelvis was retrieved. It was detailed that the pump side catheter was "removed once" and the cerebrospinal fluid (csf) was checked. Then, a pocket was created on the right side and the pump was implanted there. Refilling of the pump was a lso performed. No further complications were reported or anticipated.